Event description:
Philips received a complaint on the v60 ventilator, indicating that device was alarming when turned off. The device was reported to be outside of use at the time of the reported problem. On 10apr2023, the remote service engineer (rse) spoke to the customer who stated that when the unit is turned off and plugged in, after 5 minutes the device gave an audible beeping alarm with the led flashing. The display was black, and the unit was cycling on. When the power was connected the device turned on the issue corrected, and no error codes were found in the event log. The battery was stated to be a philips brand battery and that the battery was replaced last year, but the device was showing a battery date of 2017 on the screen. The customer was advised by the rse to swap out the battery to try correcting the issue. If the problem persisted, then the customer should swap the user interface display to isolate the problem. If the problem again persisted, the rse advised replacement of the power management (pm) printed circuit board assembly (pcba) or the central processing unit (pcu) pcba. It was stated that the customer would continue to troubleshoot and call back if needed. The customer called back the same day requesting the part information for a replacement pm pcba. The customer had determined that it was the pm pcba which was the cause for the alarm issue. The customer was provided with part information and pricing for a replacement pm pcba. In a good faith effort (gfe) response from the customer received on 25apr2023, it was confirmed that the part had been ordered following the remote service, and the customer had received the part and performed the replacement. The customer completed a performance verification and confirmed the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.